Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On unknown date, follow-up imaging showed a distal type I endoleak in the right side. On (B)(6) 2016, the distal type I endoleak remained, and the physician elected to perform an additional procedure. The right internal iliac artery was coil embolized. A contralateral leg endoprosthesis (pxc141000j) was implanted to repair the endoleak. Its distal end was located in the right external iliac artery, so the right internal iliac artery was covered. An endoleak from the junction was then observed, so another contralateral leg endoprosthesis (plc161000j) was implanted to cover the junction. After that, no endoleak was observed. The patient tolerated the procedure.